Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Email: unknown, not provided. Lot number is unknown as it was not provided. Unique identifier (UDI) number unknown as product lot number was not provided. Expiration date is unknown as lot number was not provided. Manufacturer date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: the patient interface was not identified and could not be evaluated. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the patient interface could not be reviewed as the lot number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted." Product not available for investigation.

Event description:
It was reported by the customer that patient squeezed and experienced suction loss with the pi during laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.